Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt who rec'd super poligrip ultra fresh denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip ultra fresh denture adhesive cream, the pt experienced neuropathy, leg cramps, foot cramps, charley horse, burning foot and legs burning. This case was assessed as medically serious by gsk. Treatment with super poligrip ultra fresh denture adhesive cream was discontinued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4). While the lot number for this product is known, it is unk whether the product will be returned for quality assurance testing. (B)(4).